Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during an endoscopic ventriculostomy in 2022, an incident occurred that led to bleeding with consequences for the patient. The patient became a nursing case. Detailed information provided by the reporter about the procedure: the patient's head was adequately fixed in the mayfield clamp. The guide sleeve was navigationally introduced into the lateral ventricle and then under visualisation and navigational guidance through the foramen monroi into the 3rd ventricle. During this process, the assistant held the endoscope at the level of the burr hole with his fingers and fixed the entry point at the burr hole. Due to contamination, the optic was pulled out and cleaned. When reinserting the optic, the surgeon held the endoscope with the afferent irrigation and the efferent drainage with his left hand and inserted the optic with his right hand. A wobbling motion occurred due to a catch when the optics were inserted into the guide sleeve. It was later visible in the MRI that the endoscope slipped further inwards as a result and there was a contusion of the midbrain.